Event description:
Pt participated in a (B)(6) of treatment for 1 for 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse and facet hypertrophy osteoarthritis lateral recess stenosis. Pt was implanted with a transforaminal posterior lumbar interbody fusion (tplif) spacer at levels l3 l4 and l4 l5 with pedicle screws at l3, l4 and l5. Pt was also implanted with click-x for supplemental fixation. Pt had been experiencing pain for 48 months. Surgery date was (B)(6) 2006 and postoperatively pt experienced infection and a fall, requiring oral antibiotics and observation. This complaint is for screw head at l5. This #4 of 6 MDR's submitted.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Blank fields on this form indicate the info is unk, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. No sample was returned for eval. The lot number is unk therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.